Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generators header. The lead impedance measurements were noted to be high. The lead was successfully connected to a quadra device and remained implanted.

Manufacturer narrative:
(B)(4).